Event description:
It was reported by mw form 3500a that one day post implant, loss of capture was noted. The lead was replaced and returned with an additional report of unacceptable thresholds. No patient complications have been reported as a result of this event. Additional information reported on a mw 3500a states that five days post implant, the patient had a presyncopal episode and was generally feeling poorly. It was noted there was not capture all the time, but no arrhythmias were noted. Despite device replacement, multiple episodes with loss of capture were noted on a monitor while the patient was sleeping. The patient was asymptomatic during the episodes. The lead was replaced, there were no further complications and the patient was discharged within 48 hours.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned.

Event description:
It was reported by mw form 3500a that one day post implant, loss of capture was noted. The lead was replaced and returned with an additional report of unacceptable thresholds. No patient complications have been reported as a result of this event.